Event description:
A customer contacted beckman coulter inc. (Bci) in regards to erroneously low fsh, lh, tsh, and ft3 results on multiple patients, which were generated by access 2 immunoassay analyzer.patient samples were repeated on an alternate unit and higher results were obtained. The original and repeat results are provided. The erroneous results were reported out of the laboratory.

Manufacturer narrative:
Qc was within customers establied ranges pre and post to the event. Field service engineer (fse) visited the site and replaced the fsh sample probe and addressed some hardware issues.no further calls have been reported for this event.although hardware is a likely contributor to this event, a clear root cause can not be identified for this event.